Event description:
A (B)(6) male pt's wife called into zoll lifecor customer support to report that he will be ending use of the lifevest, because he broke his hip after falling on the monitor.

Manufacturer narrative:
Pt fell on device and broke his hip. No device failure.